Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Reportedly, the customer did not follow the on-screen instructions prior to loading a cartridge. Additionally, a minimum fill notification was received after cartridge had been filled with 200 units of insulin. Customer's blood glucose level was 299 mg/dl. The customer received training from a tandem clinical diabetes specialist (cds). Cds assisted the customer with the proper loading techniques and the customer was able to load a cartridge successfully to resolve both issues.